Event description:
It was reported." Revision of left hip; removal of liner from acetabular prosthesis for loosening and subsiding noncemented prosthesis, left hip. At 6 week follow-up, patient is doing moderate activity with a cane. She reports that she has not felt so good in a long time."